Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during the ligament repair procedure, the nail tail cracked when twisted about one and a half circles. The broken pieces were removed using tweezers. The procedure was successfully completed with non-significant delay using a back-up device in the original drilled bone hole. No further complications were reported.

Event description:
It was reported that during the ligament repair procedure, the nail tail broke when twisted about one and a half circles. The broken pieces were removed using tweezers. The procedure was successfully completed with non-significant delay using a back-up device in the original drilled bone hole. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: medical device problem code¿. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. According to the case, the broken pieces were removed using tweezers. Based on the information provided, the procedure was successfully completed with non-significant delay using a back-up device in the original drilled bone hole. Since was reported the patient is fine and no further complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.